Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle is broken and water leakage into the light guide cover glass. A root cause could not be identified. Based on the results of the investigation, it is likely that the distorted image occurred due to the component failure of universal cable, broken light guide bundle occurred due to the component failure of distal end of the video telescope and water leakage into the light guide cover glass occurred due to the component failure of light guide cover glass. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the rigid video scope had image distortion. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.